Event description:
Same cases as: 2134265-2015-03879 and 2134265-2015-03849. It was reported that an automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately calcified and tortuous right coronary artery (rca). During a percutaneous coronary imaging (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the specified lesion. However, when pullback was performed during pre-intravenous ultrasound (ivus), a disconnect error message was repeatedly displayed. Subsequently, the motordrive unit (mdu) of the ilab ultrasound imaging system was unable to perform an automatic pullback. Reconnection was performed several times but the issue was not resolved. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device was returned for analysis. The unit did not meet specifications for mdu-5 plus qc functional test. After functional test, mdu5 plus was disassembled and a ¿foreign material¿(fm) was found on the gear of the clutch assembly. The fm was removed and mdu5 plus was retested for pullback. The unit was able to properly pullback; therefore, fm most likely contributed to the pullback error as it inhibited the gear¿s rotation. Fourier transform infrared spectroscopy(ftir) test was conducted to identify composition and compare to reference samples: (1) foreign material, (2) silicone adhesive loctite 5620 and (3) loctite durabond m-31 cl. The ftir test result revealed that the foreign material was likely a particle of loctite durabond m-31cl, which is an epoxy used as part of repair process to attach and seal the mdu5 plus housing/cover. No other product interaction with the device contributed to the reported failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Same cases as: 2134265-2015-03879 and 2134265-2015-03849. It was reported that an automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately calcified and tortuous right coronary artery (rca). During a percutaneous coronary imaging (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter in order to visualize the specified lesion. However, when pullback was performed during pre-intravenous ultrasound (ivus), a disconnect error message was repeatedly displayed. Subsequently, the motordrive unit (mdu) of the ilab ultrasound imaging system was unable to perform an automatic pullback. Reconnection was performed several times but the issue was not resolved. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).